Manufacturer narrative:
(B)(4). S/w version: (B)(4). Retainer ring: clear. On (B)(6) 2020 the customer alleged no delivery/occlusion alarms during therapy. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm on (B)(6) 2020 at 00:07:12, 04:57:10, 07:28:40, 12:59:10, 15:16:30, and 15:26:00 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case above arrow and battery icon and cracked retainer. In summary, pump passed required testing. Customer alleged for no delivery/occlusion alarm during therapy was confirmed on the event date of (B)(6) 2020. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that the insulin was exited. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.